Event description:
Initial reporter indicated to an area manager that she had "several occasions issues with a frozen screen, with her handheld computer." A reset was performed that resolved the screen freeze. The product will be returned for product analysis.